Event description:
It was reported the customer is requesting a log review. Customer would like to see if guardrails were bypassed on (B)(6) 2024 at 1:30am. There was patient involvement, but outcome was unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the requested log review has been completed and confirmed that a soft max guardrails limit was bypassed by user programming on the date of (B)(6) 2024 at the approximate time of 1:30 am. The customer needs a review of the logs on day (B)(6) 2024 at 1:30 am, because they desired to know if the programmed infusion on the patient the guardrails had bypassed. The suspect pump module (s/n: (B)(6)) and concomitant pcu (s/n: (B)(6)) logs were provided from the customer to ascertain event details associated with the reported issue. The event date as (B)(6) 2024 at 1:30 am. The log analysis identified that at approximately 1:35 am, the active infusion on the suspect pump module s/n: (B)(6) had the dose increased to 1.2 mcg/kg/min with the rate at 130.05 ml/h. The programmer received a soft guardrails alert that the dose of 1.2 mcg/kg/min exceeded the soft limit of 0.4 mcg/kg/min with the programmer selecting the yes, key bypassing the soft max limit. The programmer decreased the dose to 0.12 mcg/kg/min approximately two minutes later and maintained infusing the remainder of the day with a few dosing changes but not exceeding any further guardrails limits. The guardrails¿ editor software allows your hospital to develop a best-practice data set of IV fluid and IV medication dosing and delivery guidelines for up to 30 patient-specific care areas, referred to as profiles. Each profile contains a specific library of drug setups as well as instrument configurations appropriate for the care area. Each setup within a profile contains either hard limits that cannot be overridden during infusion programming or soft limits that can be overridden, based on clinical requirements. External and internal inspection of the devices could not be performed as no devices was returned for inspection and no pictures was included, however, the facility provided logs and emails of the issue that they experienced. The devices were in use for patient treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the requested log review to address the question if guardrails were bypassed on (B)(6) 2024 at 1:30am was completed and confirmed the infusion guardrails soft max limit was bypassed by user programming. No device malfunction was alleged or is believed to have occurred.